Event description:
It was reported that the customer had high blood glucose levels (200-300 mg/dl).

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.